Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was implanted with an impella cp and was at risk for heparin induced thrombocytopenia so platelets were transfused and systemic anticoagulation was on hold. Later, the patient was rolled for a bed change. During the movement, the pump moved into the aorta. The pump was repositioned but the patient coded and expired.

Manufacturer narrative:
The investigation of positioning issues and thrombocytopenia has been completed. The impella device was not returned for evaluation. Positioning issue: the root cause of the positioning issue was most likely due to patient movement as evidenced by clinical detail of pump shifting when patient was rolled over for bed change and 'impella position in aorta' alarm triggering. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details.